Manufacturer narrative:
Exemption number: 1997036; internal reference number: (B)(4). The investigation of the adverse events summarized in this report (n=10,146) did not conclude any unacceptable product problem with the affected devices. The events summarized are known inherent risks of the device, which are identified in the risk assessment and are included in the instructions for use. Trending analysis performed for each of the event confirmed that the failure rates are in accordance with acceptance criteria based on scientific literature. No remedial action was therefore necessary.

Event description:
This report summarizes <noe> 10,146 <noe> reported events. It includes known events such as failure to osseointegrate, loss of osseointegration and late fractures of an endosseous dental implant. The age range of the incident events is: 17 to 97 years. (Average: 59 years). The gender breakdown is 5062 male, 4602 female and 482 unknown.